Manufacturer narrative:
1627487-07262012-002-r, 1627487-12192011-003-r . This ipg serial number was included in multiple field advisories. The manufacturer has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. The manufacturer defers to the patient's physician regarding medical history.

Event description:
It was reported the patient failed to recharge or use the scs system for over 15 months due to giving childbirth. As a result, she has been without stimulation for sometime now as well as the patient programmer is displaying an error message. Reportedly, the ipg appears to be inoperable. Surgical intervention is pending as the next course of action to address the issue.

Event description:
Follow-up identified surgical intervention was undertaken wherein the ipg was explanted and replaced with a new model which resolved the issue.